Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (osmc) was informed that the customer rigid autoclavable telescope was returned to the olympus repair center for a reported mechanical issue defect, ¿there is a catch when pushing into the albarran bridge¿. However, during the repair inspection internal lens damage, light guide connector pin wear and eyepiece ring wear. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture internal lens damage, light guide connector pin wear and eyepiece ring wear that were found during the repair inspection.

Manufacturer narrative:
The repair inspection was not able to confirm/reproduce the customer¿s reported issue. The inspection did identify there is internal lens damage, light guide connector pin wear and eyepiece ring wear. Also, other findings included a dent to the rigid outer tube, and light guide connector contaminated, resulting in poor illumination. Also, additional information was requested from the customer regarding the details of the event, but no information has been received to date. If, additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.